Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient with an implanted pump. Indication for use was noted as spinal pain. It was reported that the patient was in the emergency room complaint of withdrawal on (B)(6) 2016. Symptoms included nausea, vomiting and diarrhea. The manufacturer representative was going to the ER to read the pump per the hcp request. The pump status was fine and the event logs showed no active alarms. The patient had a motor stall the previous day but it was due to an MRI. Motor stall recovery was present. It was reported that the patient may have taken something else/may be coming off of something else.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.